Event description:
It was reported that during insertion of the catheter, the spring wire guide separated and a portion was retained. Surgery was performed to remove the separated piece of wire guide. There was no add'l complications.

Event description:
It was reported that during insertion of the catheter, the spring wire guide separated and a portion was retained. Surgery was performed to remove the separated piece of wire guide. There was no add'l complications.